Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a patient experienced endophthalmitis after an uncomplicated cataract extraction with intraocular lens implant surgery. The patient presented to the office with a change in visual acuity. The patient was referred to a retinal specialist for intravitreal injections and cultures. The cultures showed staphylococcus aureus. Additional information has been requested, but none has been received to date.